Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a glaucoma filtration device (gfd) implant procedure, the device has become obstructed.

Manufacturer narrative:
Based on information received following the submission of the initial report, the event no longer meets requirement for reporting. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the report of obstruction was reported in error.